Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an access site dissection occurred during advancement of the system. It was reported that endovascular therapy was provided for a peripheral vascular complication during the the post-procedural course. It was not specified if the peripheral vascular complication was the access site dissection that occurred during the implant procedure. Eight days after valve implant, an electrocardiogram identified left anterior fascicular block (lafb). It was noted that the patient did not undergo implant of a permanent pacemaker. No additional adverse patient effects were reported.